Manufacturer narrative:
(B)(6). The actual device was not returned; however, a photograph was received for evaluation. The reported condition could not be confirmed via a photograph, as a functional flow rate test must be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under-infusion was observed with a small volume folfusor. The pump only delivered 54% of the prescribed medication over a 24 hour period. The folfusor was filled with 4000mg benzylpenicillin and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.